Event description:
It was reported that (1) sw100 were used during a lap nissen fundoplication procedure. It was reported by the rep that the nurse said "that our sw100 suture assistant broke after throwing (5) five stitches "knot". The nurse said that "it made a loud popping sound and the suture was dislodged in the instrument shaft". The suture is taped to the handle. The surgeon opened an additional sw100 to finish the case. There was no consequence to patient.